Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as hypoglycemia on (B)(6) 2019 with blood glucose level was over 300 mg/dl at time of incident and the current as well. The customer was assisted with troubleshooting. The customer was treated with glucagon shots and food. Customer was also treated with the food for the result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea but now the customer was okay. Customer did allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will not be returned for analysis.